Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb), and upgraded the software to the current revision to resolve the issue. The cse recommended to running the ventilator on test lung for 72 hours prior to patient use. The unit passed all testing and operates within the manufacturing specifications.